Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: a review of the pump black box showed no unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was undamaged. The returned battery cap was hard to remove and insert due to stripped battery cap threads; a test battery cap was able to be inserted and removed fluently and was able to attach securely to the pump. The test battery cap was used for all testing. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of no power was not duplicated during investigation.